Event description:
It was reported that on (B)(6) 2008, the pt underwent stenting in the de novo, first obtuse marginal lesion with one 2.5 x 12 xience stent and in the de novo left main (lmca) to left circumflex (lcx) lesion with one 3.5 x 28 xience stent. In (B)(6) 2008, the pt reported having had ongoing chest pain off and on over the past three days. The pt was admitted to the hospital on (B)(6) 2008 and had an angiogram that found a 100% in-stent occlusion and thrombus in the first obtuse marginal. There was no intervention warranted in the first obtuse marginal artery; rather, the pt was given add'l medical therapy. The 3.5 x 28 xience stent was found to be patent at that time. On (B)(6) 2009, the pt reported having symptoms of angina that were accelerating over the last week and required balloon angioplasty of the lcx, lmca, and left anterior descending artery. There was in-stent restenosis of the stent in the lcx to lmca. The pt was discharged on (B)(6) 2009. There was no add'l info provided.

Manufacturer narrative:
(B)(4). Angina and thrombosis are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, the angina and thrombosis were treated with medication and hospitalization. The xience v (p.n. 1009542-28, lot#: 8022261) is being reported under a separate medwatch report number.